Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral sacrospinous ligament fixations/intravaginalslingplasty and paravaginal defect repair. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2007, the patient underwent abdominal sacrocolpopexy, left salpingo-oophorectomy, lysis of adhesions, cystotomy times two, repair and cystoscopy due to recurrent prolapse, urinary retention with incomplete bladder emptying, cystocele and rectocele. The patient underwent mesh excision on (B)(6) 2006 due to mesh erosion. It was reported that the patient underwent a diagnostic laparoscopy for a right adnexal/pelvic mass on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that the patient underwent a cystectomy, perineorrhaphy, and suspension on (B)(6) 2006 due to vaginal scarring, cysts, cystocele, rectocele, enterocele, and pain/discomfort. It was reported that the patient underwent a cystectomy and mesh removal on (B)(6) 2012 due to extreme pain and mesh failure. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrent prolapse, urinary retention with incomplete bladder emptying, cystocele and rectocele. It was reported that the patient also underwent intepro lpp-y sling implant on (B)(6) 2007, due to recurrent vaginal vault prolapse. It was reported that the patient also underwent ventral hernia repair, implantation of large (bard) ventrio 11.4-cm circular mesh implant on (B)(6) 2009, due to left lower quadrant ventral hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08022. The same patient is represented in each medwatch.